Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. During the procedure, the needle popped off and potentially got stuck. A like device was used to complete the procedure. There were no adverse patient consequences reported.